Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: l72524, implanted: (B)(6) 1999, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 26-oct-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that one electrode showing impedance over 10,000. Patient was unaware. No complications or problems with it. Unknown why the electrons impedance is high. Programmed using other electrodes; issue was resolved.